Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The self expanding stent system (ses) was returned with blood in the outer member and on the stent holder, consistent with the reported use. There was no saline visible. The distal end of the outer member was fully retracted, consistent with the reported information that the stent had been deployed. There was a kink in the shaft 12.8cm distal to the strain relief tubing. Although, this kink was not reported, it may be due to handling/packaging the product for returned to abbott vascular. There was no other damage noted to the ses. The guide wire used during the procedure was not returned. During functional testing, a new .018 inch guide wire was used to backload through the returned ses without resistance noted. Factors that may contribute to the resistance between the ses and guide wire may include, but are not limited to: product placement technique, sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the shaft of the ses. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the ses over the wire. The reported resistance could not be confirmed using a new guide wire during functional testing. This may suggest that the reported resistance may be related to the guide wire which was not returned or possibly anatomical conditions. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, the reported difficulty could not be confirmed during functional testing and a conclusive cause could not be determined. There is no indication to suggest a product quality deficiency. The winn 80 guide wire is being reported under a separate medwatch report.

Event description:
It was reported that the procedure was to treat an eccentric, non-calcified lesion in the mid anterior tibial artery. After deployment of the xpert stent, resistance was met upon removal of the stent delivery system on the winn 80 guide wire. No adverse patient effects were reported. No additional information was provided.